Event description:
Per the surgeon's report, this pt experienced unusual auditory perceptions. Implant testing (date unk) revealed intermittent short electrodes. This caused "difficulty in programming" the device. The surgeon explanted the device in 2006 and reimplanted the pt with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling code#1738.